Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that a triclip procedure was performed to treat tricuspid regurgitation grade 4+. An xtw triclip was successfully placed in the anterior/septal commissure on the valve, but the clip opened during establishment of final arm angle (efaa) to an arm angle of more than 45°. It occurred when moving from a closed to neutral position and continued during the full rotation of the arm positioner in open direction. Standard troubleshooting was performed without success. The clip was therefore removed and another clip was implanted instead, reducing tr to grade 3. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip opening while establishing final arm angle) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opening while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).